Event description:
It was reported that the vinyl catheters were bent within the box.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation noted 5 unopened clean-cath intermittent catheters in original packaging. All 5 catheters appeared bent, most likely due to packaging/shipping conditions. All 5 catheters were correctly packaged with one catheter per package, the catheter tip pointing away from the opening end, and all packages separated from each other. Upon opening, all catheters were easily removed from the package. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the vinyl catheters were bent within the box.